Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer,s mother reported via call she had a low blood glucose level. Low blood glucose level was 39mg/dl. The insulin pump will not returned for analysis. The infusion set and reservoir will not be returning.